Manufacturer narrative:
Correction b5: the pharmacy technician staff stated there were more than one instance of the issue (omitted on initial report). Therefore, update the quantity to an unspecified numbers of devices (previously reported as one on initial). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test was performed and no leaks occurred. A functional pull test was performed on the samples and no separations were noted. Additionally, the sets were connected and the results were satisfactory; there were no disconnections. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a clearlink system - non-dehp solution set appeared "stripped" and the non baxter closed system transfer device (cstd) slipped off. Additionally "the baxter screw on luer adaptor connection would not tighten and just ¿popped¿ off the ecstd. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.